Manufacturer narrative:
Due to the automated mes system there are controls in the manufacturing process to ensure the product met specifications upon release. The device was received. The reported lot number was confirmed from the packaging label. On visual inspection, the stent was returned deployed. It was deformed. The stent delivery wire (sdw) was kinked bent. Functional testing was not carried out as stent had deployed. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The stent was not broken and therefore that as reported was not confirmed. The sdw was kinked bent, the stent was deformed and the stent was deployed also. The as reported sdw kinked bent and stent deformed as well as the as analyzed sdw kinked bent, stent deformed and stent deployed prematurely during use will be assigned procedural factors as this complaint appears to be associated with a product that met stryker design and manufacturing specifications and was used in accordance with the dfu, but performance was limited due to procedural factors during use.

Event description:
It was reported that during the procedure resistance was encountered in the middle of the micro catheter while delivering the subject stent and it couldn't be advanced. On withdrawal the subject stent was found broken. The physician replaced it with a new device and continued the procedure without clinical consequences to the patient.

Manufacturer narrative:
The device is not available to the manufacturer.

Event description:
It was reported that during the procedure resistance was encountered in the middle of the micro catheter while delivering the subject stent and it couldn't be advanced. On withdrawal the subject stent was found broken. The physician replaced it with a new device and continued the procedure without clinical consequences to the patient.